Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the catheter balloon during a pretest.

Event description:
It was reported that the water leaked from the catheter balloon during a pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The product was not used for diagnosis or treatment. The device did not meet specifications, which states "shaft must not be damaged or pinched." Visual inspection noted one temperature sensing catheter without original packaging, cut inlet port, sample port connector, and tamper evident seal intact was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), immediately leaked from pinhole (0.012") over the inflation lumen at trifurcation. This product was out of specification, which stated "shaft must not be damaged or pinched." The catheter was measured to be 14 french. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.